Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an elective arteriovenous malformation (avm) closure procedure in the cerebral artery using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), and a guidewire. During the procedure, the physician noticed under fluoroscopy that the distal segment of the 5f select had fractured in the right vertebral artery. The physician then used a snare device to retrieve the fractured segments of the 5f select. The procedure was completed using a new benchmark and other devices. It should be noted that there were no allegations against the first benchmark.

Event description:
The patient was undergoing an elective arteriovenous malformation (avm) closure procedure in the cerebral artery using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), and a guidewire. During the procedure, the physician noticed under fluoroscopy that the distal segment of the 5f select had fractured in the right vertebral artery. The physician then used a snare device to retrieve the fractured segment of the 5f select. The procedure was completed using a new benchmark and other devices. It should be noted that there were no allegations against the first benchmark.

Manufacturer narrative:
Please note that the following sections were reported incorrectly on the initial MFR report and are corrected on this follow up MFR report: 1. Section d. Box 4. Lot#. 2. Section d. Box 4. Catalog#. 3. Section d. Box 4. Unique identifier (UDI#). 4. Section d. Box 4. Expiration date. 5. Section g. Box 2. Report source. 6. Section h. Box 4. Device manufacture date. Please note that the following section was updated: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned neuron select catheter 5f (5f select) confirmed it was fractured. This type of damage typically occurs if the device is manipulated or torqued unrestrained against resistance. Based on the reported event, the root cause of resistance during the procedure could not be determined. Further evaluation revealed an additional fracture on the distal segment and damage to the distal tip. This damage is incidental to the reported complaint and likely occurred during snaring or handling post-procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.